Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when exchanging the transseptal sheath for the sheath, a drop in blood pressure was noted. A transthoracic echocardiogram (tte) revealed a pericardial effusion. A pericardial puncture was performed. It was noted the drained blood was venous blood. The patient stabilized, and the case was aborted. The bleeding stopped. The drain was removed, and the patient would leave the hospital after an extended hospitalization. No further patient complications have been reported as a result of this event.